Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, the helix/lobe was distorted/bent, turns to extend/retract helix exceeds specification, and the lead was stretched. Visual analysis indicated that the lead appeared to have been damaged at implant.

Event description:
It was reported that the lead dislodged several times during the implant attempt procedure although the helix was visibly extended on x-ray. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.